Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm and hyperglycemia. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer blood glucose value was unknown. The event involved product(s) mmt-332a, mmt-1884, mmt-399a. Troubleshooting was partially performed customer reported recurring insulin flow blocked alarms after troubleshooting. No further patient complications were reported. Mmt-1884, mmt-332a, mmt-399a products were requested and customer response was the devices will be returned. The customer will discontinue the use of the devices.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment during testing. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Found no relevant no delivery alarms in the pump history files and traces. Found 193 bolus deliveries on the event date of 25-sep-2024 at 00:10:15.000 to 23:55:21.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (23.651 mv). The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Unable to verify customer's complaint for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.